Event description:
Caller reported a cartridge alarm identified as cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Since the caller was on vacation without new cartridges, they used pre-filled cartridges, which were informed as off-label by technical support. Technical support assisted the caller in loading a cartridge onto the pump, allowing the caller to successfully resume insulin therapy, and the issue was resolved.